Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message while infusing ivig in the emergency department. The nurse mentioned that it was ventilated and the nurses had to stand by each patient to eliminate these alarms, so that the patient could get their medicine in a timely manner. The nurse also reported that the tubing was double checked. It was also reported there was no patient injury. Baxter communicated information to the customer from the user manual that would assist in minimizing upstream occlusion alarms during infusions with rigid containers.